Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7331616; medical device expiration date: 2022-11-30; device manufacture date: 2017-12-20; . Medical device lot #: 7331618; medical device expiration date: 2022-11-30; device manufacture date: 2017-12-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd luer-lok¿ syringe bulk sterile pharmacy convenience tray(s) contained silicone on the end of the plunger. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: twelve samples were returned to bd for evaluation. A quality engineer visually inspected the samples but failed to see any excess silicone. There was a bubble noticed within the wall of one of the syringes. However, it was determined that this would not affect the function of the syringe. Therefore, bd was unable to verify the reported issue of visible silicone. Silicone is an inert, non-toxic medical substance that has been used as a lubricant for disposable hypodermic products for years. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been used in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The silicone application process was designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. A review of the device history record was performed on the reported lots and found zero defects noted during this production run. 7331616-convert to 7255959-created on 11/19/17 with zero defects found. Convert to 7255962-created on 11/19/17 with zero defects found. 7331618- convert to 7255962-created on 11/19/17 with zero defects found. Batch # 7331616 revealed no extra silicone. Batch # 7331618 revealed no extra silicone but did have a bubble within the wall of the syringe. No leakage. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.